Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d4, g3, g6, h2, h3, h4, h6, h11. Corrected: e1: first name. The revitan stem was returned to the product surveillance team for investigation. Examination revealed that the connection pin of the distal stem was fractured. The cocr femoral head remains mounted on the taper of the proximal part. No bone ongrowth was observed on the anchoring surface of the proximal component. The fracture surfaces on both the proximal and distal fragments indicates a fatigue fracture, with the origin located on the lateral side. Bone attachment was evident across the anchoring surface of the distal component. All returned components, the distal and proximal stems, as well as the cocr femoral head, exhibit scratches and nicks. Additionally, more pronounced damage was observed on the distal part, likely incurred during the revision surgery. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. The returned products (stem and femoral head) were reviewed for compatibility with no issues noted. However, due to insufficient product information for the acetabular components (cup and liner), the compatibility of the whole system could not be verified. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. The revision report was provided and reviewed by a health care professional. The review identified a modular stem fracture as the cause of pain and instability, necessitating revision surgery. During the procedure, the stem was found to be well fixed, and both proximal and distal segments were removed without complication. A cerclage wire was placed around the proximal femur, and a new stem was implanted. Additional cerclage wires were applied to secure the femoral osteotomy. The hip was reduced, a drain was placed, and the joint was closed. No intraoperative complications were identified. The cup and liner were retained. Radiographs were provided but not reviewed, as the images are of poor photocopy quality that is not diagnostic. Based on the investigation, a fracture of the connection pin of the revitan stem can be confirmed. The characteristics of the fracture surfaces point to a fatigue fracture. The cause may be multifactorial, consisting of patient- and procedure-related factors. Nevertheless, with the information provided, we are unable to provide further analysis of the complaint reported or draw any definitive conclusions as to the root cause of the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) d6a: device was implanted in 2013. G2: report source germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent right hip revision approximately 12 years post implantation due to pain, instability, and fracture of the femoral stem. During the revision, the proximal and distal components were removed without complication along with the femoral head. The initial head and liner remained intact. Cerclage wires were placed to stabilize the osteotomy. No further complications have been reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. The following sections were updated: b4, d1, d4, d9, d10 g3, g6, h2, h6, h11. D10: item # 0100402055, revitan prox. Cylindrical 55, lot # 2771878; item # 0101012367, cocr head 36/+4 'l' 12/14, lot # 2721291; item # unknown, unknown cup, lot # unknown; item # unknown, unknown liner, lot # unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.